Event description:
It was reported that during a stenting procedure of the left internal carotid artery, the physician attempted to feed the recovery catheter over the bare wire. It passed the first hole; however, would not exit the second hole. The device was removed from the bare wire, a new package was opened, and the new device was able to recover the emboshield device successfully. There were no pt effects and there is no additional info available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.